Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery for the last 24 hours. The customer changed everything but was still getting it. They checked their blood glucose and it was 575 mg/dl. The customer treated the high blood glucose with manual injections. The customer reported that they were unable to troubleshoot at the time of the call. The device will not be returned for analysis.